Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a request was made to have data from this pacemaker analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and is planned to be performed. This remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a request was made to have data from this pacemaker analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a request was made to have data from this pacemaker analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and is not expected to be returned. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.